Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleges that the unit will not lower and her husband is stuck in a raised position. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.